Manufacturer narrative:
On (B)(6) 2020, the product investigation summary was updated with the following information: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 18, 2020, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the correct date of implant explantation surgery was on (B)(6) 2020. On june 30, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the sample, no apparent damage was observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after thorough analysis we were unable to confirm your reported event. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, skin irritation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast prosthesis implantation surgery with two 350cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral breast implant deflations, post-operatively. The patient also experienced welts all over their body, which they believe is due to the saline implants and their body rejecting the implants. The deflations were diagnosed via mammography. As a result, the patient underwent bilateral implant explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On september 28, 2020, mentor became aware that the patient also suffered right breast capsular contracture; baker grade unknown. In addition, mentor also became aware that the patient underwent bilateral replacement with two non-mentor silicone gel implants. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.